Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of therapy with a return of his parkinson's disease symptoms on the left side of his body. The physician noted the presence of high impedance measurements on the right lead. The patient was admitted to the hospital to reprogram the device, and test various combinations to obtain better therapy outcomes. Reprogramming was successful and the device remains implanted in the patient and in use.